Manufacturer narrative:
(B)(4). 3004753838-2025-207032 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was returned and investigated on 2/3/2026. It was determined this complaint does not meet the criteria of a reportable event per (B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).